Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited large amplitude lead noise with oversensing and pacing inhibition with less than two seconds of asystole. This noise was not reproducible while the patient was seen in clinic for evaluation. In addition, high rv pacing thresholds were observed. Rv pacing impedance measurements were slowly trending downward, starting with a significant drop in impedance measurements noted in (B)(6) 2020. It was noted that impedance measurements remained within normal limits. The patient also reported feeling fatigue in the afternoon. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.